Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00843, 0001822565-2017-00845, 0001822565-2017-00846, 0001822565-2017-00847, 0001822565-2017-00848, 0001822565-2017-00849, 0001822565-2017- 00860, 0001822565-2017-00862.

Event description:
It was reported that the patient's left hip was revised approximately 9 years post-implantation due to allegations of pain and unspecified bone growth issue. No further information has been reported.